Event description:
It was reported that six to seven weeks following a coronary artery drug eluting stenting treatment procedure there was a finding of "negative late loss". Left anterior descending (lad), the circumflex (cx) and ostial right coronary artery (rca). The physician treated the lesion in the mid lad with placement of two taxus express2 drug eluting stents of unknown size. Nothing was implanted in the cx or the rca. Follow up was scheduled two to three weeks later. Upon return the physician noted an unusual finding. The physician observed "negative lage loss" or an aneurysm-like structure where the previously placed taxus express2 stents were implanted in the lad. No intervention was done; the patient continues to be monitored. The physician then proceeded to place a taxus express2 drug eluting stent in the osital rca. The lesion in the cx was no longer a concern and no intervention was done. On the second follow up, ivus of the lad was performed and significant portions of the taxus express2 stents were noted to be totally un-apposed or "floating" (only about 1/4 was apposed properly). Corresponding angiography of the rca was similar to the day of implantation, good visually. No ivus was done on the rca. The patient is reported as ok.